Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal injector luer lock (n35c) broke and separated from the connector during use, exposing the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "when connecting/disconnecting injector, it broke and needle was exposed."

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) broke and separated from the connector during use, exposing the needle. The following information was provided by the initial reporter, translated from japanese to english: "when connecting/disconnecting injector, it broke and needle was exposed."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/1/2020. H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection of the product, the cannula was observed exposed, the rotation stops from the injector are damaged, and the safety sleeve was detached. A device history review was performed for lot 1812107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing personnel conduct a series of testing and inspections throughout the manufacturing process to avoid defects with our products. Testing results were reviewed for the reported lot and no issues were identified related to this issue. It is important to hold onto the white components of the injector when engaging/disengaging; and not grip the blue safety sleeve. If not done properly, the safety sleeve may become disengaged which can result in the needle becoming exposed. To avoid damage to the safety sleeve grips, it cannot be forcefully engaged. Based on our investigation it is likely this incident occurred due to improper activation of the device. Instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended.